Event description:
It was reported that the patient experienced stimulation in non-target areas even with the stimulation off. The patient underwent an ipg revision procedure to replace the implantable pulse generator (ipg). The patient is doing well postoperatively and has fully recovered. Additional information was received that the patient has experienced stimulation in non-target areas even with the stimulation off a few times with the new ipg directly after the revision procedure. The patient stated that the stimulation issue has mostly disappeared and the they can use the stimulation continuously now.

Manufacturer narrative:
Device technical analysis the returned ipg sc-1200 serial number (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient experienced undesired stimulation in non-target areas even when the implantable pulse generator (ipg) stimulation was turned off. Troubleshooting was performed and the patient was asked to deplete the ipg battery completely to see if the undesired stimulation would stop. The patient stated that the stimulation stopped once the battery was depleted and the undesired stimulation started again once the device was recharged. The patient underwent a revision procedure to replace the ipg. The patient is doing well postoperatively and has fully recovered.

Event description:
It was reported that the patient experienced stimulation in non-target areas even with the stimulation off. The patient underwent an ipg revision procedure to replace the implantable pulse generator (ipg). The patient is doing well postoperatively and has fully recovered. Additional information was received that the patient experienced stimulation in non-target areas even with the stimulation off a few times with the new ipg directly after the revision procedure. The patient stated that the stimulation issue has disappeared for the most part, so the patient can use the stimulation continuously now. The patient stated that they use the ipg on a daily basis for the pain after amputation. The patient states that although the stimulation does not decrease the pain very much, it cuts off the worst pain and the patient feels that it improves their quality of life.